Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging her onetouch ultrasoft lancing device cap was broken. The complaint was classified based on the customer care advocate (cca) documentation. One month prior to contacting lfs, the patient reported the alleged issue first occurred. It is unclear if the patient was able to obtain a blood sample by manually pricking her fingers or using a back up lancing device. The patient reported using oral diabetes medications with diet and exercise to manage her diabetes. The patient reported making no changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported "right after" the alleged issue occurred she developed symptoms of having "cold hands, nausea and sweatiness." The patient denied receiving any medical intervention in response to her symptoms. During the time of troubleshooting the cca was able to determine the patient was using the correct lfs cap, and there was no misuse of the product. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the patient claims due to the alleged issue, she was unable to test her blood glucose and therefore developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
The lfs product(s) has/have been requested for return to lifescan for evaluation. If the product is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.